Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis findings: the lot number was built on afa line 10, from dec 16, 2017 thru dec 18, 2017 and packaged on pkg line 11 from dec 19, 2017 through dec 21, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing: received one 20ga iag bc unit within an open package from lot number 7342734. All components were present. Visual/microscopic examination: no holes, splits, kinks or wrinkles were found in the catheter tubing. The catheter revealed a ¿flashed tip¿ the flash was = .030¿ (from the end of the bevel to the end of the flash) therefore, the catheter tip was graded as ¿3j¿ (acceptable). It was also observed there was traces of catheter lube present on the tubing. Investigation conclusion: investigation samples(s) meet manufacturing specifications: yes. The unit received for evaluation met manufacturing specifications and no foreign matter was observed. No foreign matter was found on any of the areas of the unit received for evaluation. Root cause relationship of device to the reported incident: indeterminate.